Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer reported of not being able to clear alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error alarm and has no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.